Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a ligation procedure performed on (B)(6) 2025, for the treatment of varices. During the procedure, there was an issue with deploying the bands. The procedure was completed. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Section e: this event was reported by the sales representative. The health care facility is: (B)(6). Phone: (B)(6). Block h6: imdrf device code a050501 captures the reportable event of band unable to deploy.